Manufacturer narrative:
The customer reported getting signal loss on 3 tiles on the same multiple patient receiver (org). The customer rebooted the unit, but he issue persisted. Technical service (ts) had the customer move the channel e257 to a different tile on the central nurse's station (cns). When the customer did this, they were able to see patient waveforms. Ts then asked the customer to move the channel that used to be in the other tile and moved that one to the slot where e257 used to be. The customer then put a simulator on this transmitter and they were able to see the vitals come through. It was discovered that the third transmitter was off. The customer will monitor the situation to see if the signal holds for both tiles. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported getting signal loss on 3 tiles on the same multiple patient receiver (org) . There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported getting signal loss for 3 telemetry transmitters on the multiple patient receiver (org). The customer rebooted the unit, but the issue persisted. Nihon kohden technical support (nk ts) provided the user with steps on how to check the rssi values and how to isolate from a and b to see which side was having issues by checking it in antenna1. No patient harm was reported. Investigation summary: nk ts performed troubleshooting steps, and two of the bedsides being monitored resolved, but one bedside was still experiencing signal loss. The customer stated nk was onsite performing upgrades and adding new rooms. Nk ts instructed the customer to check the antenna and call back. However, the customer did not respond to follow-up emails. With the information available it is reasonable to determine the root cause to be the facility's network environment. Facility upgrades and network maintenance is most likely the cause of the signal loss. A review of the serial number shows no recurrence of the reported issue.

Event description:
The customer reported getting signal loss for 3 telemetry transmitters on the multiple patient receiver (org). There was no patient injury reported.